Manufacturer narrative:
The customer performed hardware verification testing to include performing a passing system check and access accutni+3 precision run. The access accutni+3 reagent was not returned for evaluation. In conclusion, the cause of the reported non-reproducible access accutni+3 results cannot be determined with the available information.

Event description:
The customer reported a non-reproducible troponin I (access accutni+3) result, above the normal reference range of the assay, for one (1) patient on the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)). The sample was reflex tested on the same unicel dxi 800 access immunoassay system and the access accutni+3 result was lower, above the normal reference range of the assay. The customer aliquoted and re-centrifuged the sample. The customer reanalyzed the sample again on the same unicel dxi 800 access immunoassay system and obtained a lower result, above the normal reference range of the assay. The initial elevated access accutni+3 result was not reported outside the laboratory. There was no report of impact or change to patient care or treatment. Access accutni+3 quality control (qc) was within the customer's established ranges prior to and after the reported event. The sample was lithium heparin plasma. The sample was centrifuged at unknown speed for three (3) minutes at room temperature. The customer noted the sample was slightly hemolyzed.